Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Evidence of blood was observed on the adhesive pad. The formed needle did not retract after opening the pod. Inspection of the needle mechanism components found the formed needle unseated from the slide retract. Damage was observed on the slide retract and formed needle indicating that the formed needle was incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle deployment which prevented the needle from retracting after deployment. The exposed needle could have contributed to the reported bleeding.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours they had experienced bleeding at the infusion site (arm). Once the pod was removed the patient noticed the needle had not retracted upon initial activation.